Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the device in backup vvi mode due to an anomalous component within the hybrid.(B)(6). Failure (event) observed during analysis.